Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2025, the patient's infusion set came off accidentally, leading to high blood glucose. Subsequently, the patient was hospitalized due to diabetic ketoacidosis (dka). The blood glucose (bg) level at the time of admission was 27 mmol/l. The patient also experienced vomiting and was diagnosed with diabetic ketoacidosis (dka) upon testing for ketones. The patient was treated with insulin intravenously. The length of hospitalization was less than 24 hours. No further information available.